Event description:
On (B)(6) - paged with low flow alarms and felt pump stop while on batteries, low speed alarm in history - instructed to come to ER for vad evaluation - pump logs sent to abbott: confirmed 1 pump stop, cause possibly high current event - admitted, unremarkable clinical workup - abbott did not suspect driveline or controller issue (B)(6)- x-rays sent to abbott: report unremarkable (B)(6)- left ama (no additional alarms during admission). On (B)(6) paged with low speed and dl disconnect alarms - instructed to come to ER for vad evaluation - log files sent to abbott, confirmed 4s pump stoppage w/alarm, possibly from high current event or short-to-shield - controller changed to newest sw version (pt had elected not to do previously because of over sewn ao valve) - pt discharged with approval of dr. On (B)(6) - paged with low flow alarms, instructed to come to ER - log files sent to abbott, confirmed 1 pump stoppage with possible cause high current event - admitted, refused pump change - controller changed again and pt discharged next morning (B)(6)- admitted for pump change (B)(6) - pump changed from heartmate ii to heartware hvad (B)(6) - rga # ((B)(4)) obtained and pump returned to abbott, awaiting analysis.